Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while skiing due to t-wave oversensing in high rates. Boston scientific (bsc) technical services (ts) was consulted, and the device was reprogrammed in the hospital from secondary to primary vector which showed better r/t ratio. A stress test was performed with on-site bsc support one week later. The test proceeded without problems and without t-wave oversensing. However, at the end of the test, the patient experienced bradycardia with a brief cardiac arrest. The patient was immediately resuscitated and is doing well. The patient is in the intensive care unit for monitoring and further examination. No further adverse patient effects were reported. This device remains in service. Additional information received from the field on 02-april-2026 indicates that during a recent in-clinic examination at martha maria hospital, the patient experienced a pause of approximately seven seconds. Per dr. Mamedov, the device is functioning normally, and there were no findings suggesting any device malfunction or dysfunction. From the perspective of the physician and the local area boston scientific field representative, no further action is required. The patient has been discharged and will continue with routine follow-ups at regular intervals.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review of the emblem s-ICD product family confirmed the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while skiing due to t-wave oversensing in high rates. Boston scientific (bsc) technical services (ts) was consulted, and the device was reprogrammed from secondary to primary vector which showed better r/t ratio. A stress test was performed with on-site bsc support one week later. The test proceeded without problems and without t-wave oversensing. However, at the end of the test, the patient experienced bradycardia with a brief cardiac arrest. The patient was immediately resuscitated and is doing well. The patient is in the intensive care unit for monitoring and further examination. No further adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review of the emblem s-ICD product family confirmed the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while skiing due to t-wave oversensing in high rates. Boston scientific (bsc) technical services (ts) was consulted, and the device was reprogrammed in the hospital from secondary to primary vector which showed better r/t ratio. A stress test was performed with on-site bsc support one week later. The test proceeded without problems and without t-wave oversensing. However, at the end of the test, the patient experienced bradycardia with a brief cardiac arrest. The patient was immediately resuscitated and is doing well. The patient is in the intensive care unit for monitoring and further examination. No further adverse patient effects were reported. This device remains in service. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.